Event description:
Customer alleges hand pendant is broken as it will not raise or lower the head nor foot section part of bed. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male, (B)(6). The consumers preexisting medical condition states that he has parkinson's disease. The consumers daughter called and stated that the bed pendant for the 5410ivc bed is not functioning. The bed will not raise or lower for the head or foot section. The remote will periodically get stuck in various positions. No injury alleged. No RMA has been issued at this time. Invacare provided the consumers daughter with a listing of local service centers for assistance.